Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution.

Event description:
It was reported that the device was used during a gastric resection for gi bleed. The device was fired and the staples fired by not on tissue. The caller stated the staples fell into patient and believes they were retrieved, but this information was not provided. The case was completed by hand sewing the tissue. No information was provided about patient consequence.